Event description:
The customer reported to olympus that during preparation for use, the insufflator power turns on, but it does not start up. There was only a beeping sound heard. There were no reports of patient/user harm.

Manufacturer narrative:
E1/establishment name: (B)(6) hospital. The device was returned to olympus repair facility for evaluation, the customer¿s allegation was confirmed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and feedback from the field. Please see update to b3 of the initial medwatch. The event occurred during an unspecified therapeutic procedure. No further information was able to be obtained. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to defective main board. Olympus will continue to monitor field performance for this device.